Event description:
The provider states the chair is pulling to the left without an error code.

Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.